Manufacturer narrative:
Correction to manufacturing date. Date should be 06/29/2000. Placeholder.

Manufacturer narrative:
The exact date of the event was not provided. An estimated date of (B)(6) 2010 was provided based on the month and year the event was observed. The event was never reported to the manufacturer at the time it was detected. Service and or clinical support was never requested for this event. A search of the data base reveals that amo service was not performed on this system for over a year after the reported event occurred. All pertinent information available to amo has been submitted.

Event description:
A report was received from an attorney reporting that their client had bilateral lasik in (B)(6) 2009 and seven months later, a flap lift enhancement was performed on the right eye due to an undercorrection. The post enhancement exam revealed issues with the flap that required the flap to be sutured. The patient's vision has been effected and the patient is reported as no longer able to work at their profession due to the loss of stereoscopic vision.

Manufacturer narrative:
A report was received from an attorney reporting that their client had bilateral lasik in (B)(6) 2009 and seven months later a flap lift enhancement was performed on the right eye due to an overcorrection during the initial treatment. The post enhancement exam revealed issues with the flap that required the flap to be sutured. The patient's vision has been effected and the patient is reported as no longer able to work at their profession due to .the loss of stereoscopic vision. Placeholder.